Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit's alert sounds at a set pressure of 8 and about 5 atmospheres of air delivery. The overpressure alerts occur frequently, even in situations where no pressure is applied. The issue occurred during a therapeutic laparoscopic cholecystectomy, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This emdr is being submitted to update h7 and h9. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and therefore a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.